Manufacturer narrative:
Product complaint (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loaner lps set for gosford public hospital was sent incomplete. Three required trays were sent from vic loaner site (au13) to the nsw loaner site (au12) when they should have been sent directly to gosford public to arrive in time for the case. They were not sent with paperwork to identify what they were. The patient was under anesthetic when this issue was identified, and trial components had already been implanted in the patient. The surgeon decided to close the patient with the trial implants and re-operate when the complete instrument sets were available. The patient was re-operated on (B)(6) 2022 where the trials were removed and lcs components were implanted.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.